Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted the right atrial (ra) lead exhibited oversensing of noise. The device was reprogrammed. The patient was in stable condition.